Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noted air bubbles in the cartridge tubing. Customer reported an elevated blood glucose (bg) level of 250 (mg/dl) and delivered an injection to treat bg levels. Customer was instructed to prime tubing to remove air and replace cartridge.